Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/28/2022, it was reported by an arthrex employee via email that a patient underwent revision surgery due to an ar-513-bc16 tka tibial bearing disassociating from the tibial tray. No further information has been given at time. Additional information received on 11/3/2022: due to osteoarthritic knee, patient had a tka procedure on (B)(6) 2018. An ar-516-5l femoral implant, an ar-524-psbb8 patella implant dome, an ar-513-t2 tibial tray, an ar-523-b214 tibial bearing, and an ar-513-bc16 tibial bearing were implanted. When the tibial bearing and the tibial tray disassociated from one another, a poly exchange procedure was performed on (B)(6) 2022. During the procedure, an ar-513-bc16 tibial bearing, lot number 113601350, was removed and an ar-513-bc16 tibial bearing, lot number 113601816 was implanted. Case was completed successfully without further issues. Both surgeries took place in the same facility and performed by the same surgeon.

Manufacturer narrative:
Complaint confirmed. Visual evaluation found that the device ar-523-bc16 has the locking mechanism damaged and posterior locking tabs broken. The peg and the anterior side of the device is deformed with signs of wear, and surface cuts from assembling and removing the device from the tibial tray. The probable cause of these damage can be for the excessive flexion of the knee, causing the device popped out. The cause remains undetermined.